Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the circumstances that led to the return of symptoms was that the intervals of stimulations cycling on and off quit to save battery life. The patient reported the steps taken to resolve their symptoms were that they made an appointment with their healthcare provider¿s nurse and they set it to do intervals again. The patient noted they increased the setting for the leakage/accidents and it was better now too. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had an accident the day before the call, they had to change the sheets and again once in the afternoon. The patient asked if they should increase the setting and stated they had already increased to 3.0 the day before. When asked if they had made any changes to what they drank on a daily basis the patient stated not really. The patient mentioned they had to wait to use the bathroom as they only had one bathroom and two kids getting ready in the morning. The patient was advised to monitor and track symptom control and adjust as needed, and to consider switching programs. It was noted the change in symptoms was sudden. No further complications were reported.